Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation underneath the front electrode and front te pad. The patient described the irritation as similar to a yeast infection, at one point open and bleeding. There was no alleged device malfunction. The patient's physician prescribed an ointment similar to "lamotrin". The patient reported that the skin was healing.